Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported they had issues and they hadn't used their therapy in 8-9 months because it hasn't worked. Pt stated they called the numbers they had for a couple of manufacturing representatives (rep), but were told they were no longer in this department. Pt wanted to schedule reprogramming. Agent reviewed national answering service (nas) and role of rep and redirected to rep and healthcare provider (hcp) to further address. Agent sent email to the field, at pt's request. Pt stated they were taken off of pain meds last october. Alleged issue was not resolved. Additional information was received from a patient (pt). It was reported that they couldn't adjust their stimulation up, so they met with a manufacturer representative (rep) about two weeks ago to resolve this issue. Additional information was received from the rep. Rep reports they met with the pt on (B)(6) 2025 and at that time the pt had not used their spinal cord stimulator in 8-9 months therefore they needed to charge before rep could reprogram. Rep reports the meeting was used to re-educate the pt and initiate system recharge. Rep reports the pt was charging normally but only had a 40% charge on their controller so they could not complete a full charge of the implantable neurostimulator (ins). Rep reports pt had another appointment and stated they would go home and finish charging to full, once the pt's device was charged rep instructed pt to try current programs and call if they needed reprogramming. Additional information was received from the manufacturer representative (rep) stating patient was getting settings not available on his controller. They read his ins and upon an impedance check, it was determined that he couldn¿t adjust his settings because of impedance issues. Programmed around and was about to achieve good pain coverage. Rep gave patient the number to patient services to get a new battery for his controller. All issues the patient was having were resolved at the reprogramming meeting. Patient is now getting good coverage and can adjust his stimulation.